Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was charged and upon turning the pump on, customer reloaded cartridge and a minimum fill notification was received. More insulin was added; however, pump would not accept cartridge. Customer loaded another cartridge and insulin delivery was resumed. Customer's blood glucose was 156 mg/dl.